Event description:
Per the clinic, the patient experienced inflammation around the implant site resulting in a decision to explant the device. The device was explanted on (B)(6) 2010. There are plans to reimplant the patient with another device but this has not occurred as of the date of this report, (B)(6) 2011.

Manufacturer narrative:
The patient was reimplanted with a new device on (B)(6) 2011.

Manufacturer narrative:
(B)(4).